Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that she received discrepant results with seraclone anti-jka at different incubation times. The customer stated that the positive control reacted 1+ positive when incubated for 15 minutes at room temperature, but the donor unit showed a negative reaction. After 25 minutes of incubation the donor unit showed a 2+ positive reaction. According to the instruction for use the incubation time is 15 to 30 minutes at room temperature. The customer announced to send in the product in questin for investigational testing. Our quality control laboratory is still waiting for the complaint sample and the donor sample that caused a false negative test result. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We have not received any further complaints related to this issue and lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that she used various methods to test one donor sample with seraclone anti-jka (ref #808179100, lot # 8902140-01) and received false negative results. According to the description the customer varied the incubation time and the centrifugation parameter. The customer did neither return the complaint sample for investigational testing nor the donor sample that had caused a false negative test result. Therefore our quality control laboratory tested their retention sample in parallel with a reference lot (lot #8016060-01) for potency and specificity. The potency testing was done with two different donor samples (jka+b+) in the tube test with an incubation for 15 minutes at room temperature and a centrifugation for 60 seconds at 800 to 1000 x g. The minimum titer of 8 was exceeded. The specificity testing was performed with different jka+b+ red blood cells with the same test parameters as the potency testing. All jka positive red blood cells showed strong positive results. We did not observe any false negative reaction. The retention sample of the supposedly defective lot and the reference lot showed comparable results in all tests. Our retention sample reacted as expected. Because the complaint sample and the donor sample of the customer were not available for further investigation the cause of the false negative result at the customer´s site remains unknown. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.